Manufacturer narrative:
In response to medtronic¿s request for device return, no device was received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a m5 microdebrider was ¿rotating on its own¿ intraoperatively and had a ¿significant delay when pressing the pedal and eventually stopped working saying that the handpiece was jammed¿. There was no report of patient impact or injury as a result of this event.

Manufacturer narrative:
UDI #: (B)(4). Device returned on oct/10/2016. Date MFR. Rec: 11/23/2016. Device evaluation has been completed. Analysis could not confirm the reported event of the device rotating on its own. The bearings on the device had foreign material built up. The device was repaired, tested to all manufacturing product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.